Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed.

Event description:
Post-op infection: the patient is male and (B)(6), did v-p procedure and cranioplasty on (B)(6) 2014. After 3 months of the surgeries, the patient had fever, pulmonary infection, wound extravasating and bubble. The surgeon explanted the valve on (B)(6) and treated the patient with antibiotics. The patient is still in hospital for further treatment. Additional information: the surgeon took the csf for culture, the result showed no bacterial infection.

Manufacturer narrative:
The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: the valve was received with the siphon guard separate from the valve, the silicone housing is torn, this is possible due to a sharp or pointed object coming into contact with the silicone housing, other marks in the silicone housing were also noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The catheters were irrigated with purified water. The valve was dried. The valve could not be leak tested due to the damage to the silicone housing. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3832, with lot cpkb4v, conformed to the specifications when released to stock on the 17th september 2013. Review of the sterilization certificate conformed to the specification when released on the 10th september 2013. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. The root cause of the tears in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear and cut resistance. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.